Manufacturer narrative:
(B)(4). The customer reported device is failing the pacer test and getting charge shock test failures. There was no reported pt involvement. Philips evaluated the device and confirmed the complaint. The therapy pca was replaced to resolve the problem. The device passed all performance assurance tests and was put back into service. We will consider this a malfunction of the therapy pca that caused the charge shock test failure.

Event description:
The customer reported device is failing the pacer test and getting charge shock test failures. There was no reported pt involvement.